Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device history record review did not show any issues.

Event description:
Doctor notified technician about an incident in a prior case. Physician reported to me that in his prior liver cryo done back in (B)(6) , his patient suffered a skin burn due to the probe freezing along the shaft. He stated the patient has a hole in their skin approximately the size of a nickel. Probe was a pcs-17 and had passed pretest.